Manufacturer narrative:
Mckinley medical evaluated the local anesthesia kit and determined that the breakage occurred with a catheter contained in the kit. Mckinley medical purchases the catheter from the manufacturer and includes these along with several other components, in the local anesthesia kit. Mckinley is not the manufacturer of the catheter and cannot evaluate the returned catheter. Mckinley has forwarded the catheter to the catheter manufacturer for their evaluation and analysis.

Event description:
Mckinley medical has filed this report after becoming aware of a reportable event with an ambulatory infusion system kit. A catheter included in the kit (used for administration of a local anesthetic agent) broke upon removal from the surgical site following a procedure. A piece of catheter remaining in the surgical site will not be removed.